Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to worn out power button on the main keypad.

Event description:
A distributor contacted physio-control to report that it's difficult to operate with the main keypad of their device. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A distributor contacted physio-control to report that it's difficult to operate with the main keypad of their device. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.